Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +19.0d) was explanted due to blurry vision and a new lal implanted as a replacement.

Manufacturer narrative:
Additional data: h3, h6. The lal was cut into multiple pieces during explantation. Only a visual inspection of the returned lal pieces was completed; no device problem found. No additional evaluation could be performed due to the condition of the lens. Manufacturer reference #: (B)(4).